Event description:
It was reported when then device was used during a laparoscopic cholecysectoly procedure if functioned as intended. A biliary leak was discovered 24 hours post operatively through the drainage tube. An ecography showed that the cystic duct's clips had disappeared. Three clips had fallen off. Consequently, a papillotomy and retro-cholangiography was performed. The patient is doing fine and a full recovery is expected